Event description:
The customer reported the system failed to display fluoroscopic image. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The strain relief on interconnect cable near lemo connector was evaluated and reseated. The system was tested and found to be working as intended and returned to service.